Event description:
MFR received an implant & warranty registration card indicating that pt underwent vns therapy system replacement surgery due to malfunction of vagus nerve stimulator. Treating neurologist had previously indicated that device diagnostic testing yielded questionable results. It was reported that device diagnostic testing 2 months prior to replacement surgery resulted in dc-dc code 4 for lead test and dc-dc code 6 for normal mode test. Four days later, device diagnostic testing resulted in dc-dc code 3 for lead and dc-dc code 5 for normal mode test. A few weeks later, device diagnostic testing resulted in dc-dc code 3 for lead test and dc-dc code 7 for normal mode test, with output status okay. The elective replacement indicator was no, indicating that the generator had not reached end of service. Investigation to date has been unable to determine the nature of the suspected device malfunction. No adverse event was reported in conjunction with the suspected device malfunction.